Event description:
Customer reported a malfunction alarm with code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged.